Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-14482, 2017865-2020-14483. There was a reported event of infection. The system was explanted. The patient condition was unknown.

Manufacturer narrative:
Analysis was normal. There were no device issues found.